Event description:
The customer called to report unresponsive buttons on the insulin pump. Blood glucose reading at the time was 269 mg/dl. Customer declined troubleshooting for high blood glucose. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on the keypad traces. No frozen display or button error alarm were noted during testing. The insulin pump had minor scratches on the display window, cracked case at display window corners, and cracked battery tube threads. The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests.